Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of cerebrovascular events in patients undergoing transfemoral transcatheter aortic valve implantation: a pooled patient-level study were reported in a research article in a subject population with multiple co-morbidities including myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, hypertension, dyslipidemia, peripheral vascular disease, coronary artery disease, atrial fibrillation, renal failure, bicuspid aortic valve, and frailty. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. As the valve was selected for use in a patient with an existing surgical valve, this is a deviation from the IFU. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: cerebrovascular events in patients undergoing transfemoral transcatheter aortic valve implantation: a pooled patient-level study

Event description:
The article, "cerebrovascular events in patients undergoing transfemoral transcatheter aortic valve implantation: a pooled patient-level study", was reviewed. The article presented a prospective, multicenter study to assess incidence, temporal trends, predictors, and outcomes of cerebrovascular events following transfemoral transcatheter aortic valve implantation (tavi). Devices included in the study were corevalve, evolut r/pro, sapien 3/3 ultra/xt, accurate neo, direct flow, portico, navitor, lotus, myvalv, centera, and allegra. The article concluded that in 24,305 patients who underwent transfemoral tavi, 30-day cerebrovascular event incidence remained ¿ 2.2% between 2007 and 2022. Thirty-day stroke rates were similar throughout society of thoracic surgeon predicted risk of mortality risk categories. Mortality rates after stroke remain high. [The primary and corresponding author was ronak delew, department of cardiology, amsterdam umc, location amc, meibergdreef 9, 1105az amsterdam, the netherlands, with corresponding email: r.delewi@amsterdamumc.nl] the time frame of the study was from 2007 to 2022. A total of 24,305 patients were included in the study, of which 957 (3.9%) received an abbott device. The average age was 81.5 years and the majority gender was female. Comorbidities included myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, hypertension, dyslipidemia, peripheral vascular disease, coronary artery disease, atrial fibrillation, renal failure, bicuspid aortic valve, and frailty.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: cerebrovascular events in patients undergoing transfemoral transcatheter aortic valve implantation: a pooled patient-level study.